Event description:
Voluntary medwatch received states that the patient presented with high out of range pacing impedance exhibited by the right ventricular lead. The lead was reported to be in service. No adverse patient effects were reported. No further information was available.